Manufacturer narrative:
07-may-2021: no failure could be identified as a result of the investigation.

Event description:
String pulled out of the cotton core and I had to manually remove the tampon [foreign body in reproductive tract] (more) cramps than normal- abdominal [dysmenorrhoea] more (cramps than normal- abdominal) [condition aggravated] the string pulled out of the cotton core [device breakage] removed 2-3 different tampons... String pulled out of the cotton core [complication of device removal] consumer called to report that while removing tampons, the string pulled out of the cotton core. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String pulled out of the cotton core and I had to manually remove the tampon [foreign body in reproductive tract]. (More) cramps than normal- abdominal [dysmenorrhoea]. More (cramps than normal- abdominal) [condition aggravated]. The string pulled out of the cotton core [device breakage]. Removed 2-3 different tampons... String pulled out of the cotton core [complication of device removal]. Case description: consumer called to report that while removing tampons, the string pulled out of the cotton core. No serious injury was reported.